Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's belt clip broke. The event was reported to occur while the customer was hospitalized for high blood glucose values. The customer will be sent a new belt clip. The customer will also be sent a replacement insulin pump. The customer's blood glucose value was 340 mg/dl. No further information was provided.